Event description:
Event description cpi received information that this pacemaker dependent patient felt light headed when the implantable cardioverter defibrillator (ICD) dropped one beat on three isolated occassions and exhibited a loss of ventricular capture and two episodes of a loss of output during an ECG. Review of the electrograms with markers for 30 minutes noted no inappropriate ICD sensing or behavior. It was further reported that the patient had previous syncopal episodes that were not reported at that time.